Event description:
It was reported that during a breast biopsy, received blue cable error codes. The breast biopsy was completed. There were no pt consequences reported.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer's complaint and found worm lemo connectors were causing a poor connection and blue cable errors. Also the shroud and rotation knob were burnt, the curved end and screws were missing from firing mech. During disassembly the e-clip was also damaged. To correct the customers complaint the analysis site replaced the lemo connectors, shroud, rotation knob, curved end, screws and e-clip. Per mammotome service manual performed service tests, with no functional faults found. And as part of the standard ees service process, per service bulletin 04-006 replaced manual spade assembly, port shaft, coil pin and spur gear, per service bulletin 06-001 removed seals from lemo connectors, and per service bulletin 06-007 added heat shrink to green and blue cables. A batch record review was performed and no anomalies were found during the manufacturing process.